Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Suppliers' (B)(4) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent confirmed there were no further complaints associated with this material lot. Erkodent material lots: material - lot# e-pro 3.0-11373 (erkoloc-pro) was manufactured from january 16, 2020 and was assigned an expiration of january 2023. Hardware - lot# slcn21941 was manufactured october 16, 2019 and was assigned an expiration october 2022 or october 2024 (per erkodent, both expiration dates are okay with regard to the material properties.) Airway management material lot: bite tab - lot# am10m-0oxq-20 was checked for any deviations, however, manufacturing/expiration dates were not provided. Supplier (B)(4) provided a certificate of analysis for the light cure lot# l30bab0941 (loctite aa 3979 sy25mlen) which confirmed the material met all the appropriate specifications at the time of manufacture. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results no device has been returned from the customer. There have been attempts to establish communication with the provider but there has been no response. However, the non-visual device investigation has been completed. Root cause. A root cause for this complaint cannot be explicitly determined. IFU 7322 rev 2.0 (silent nite sleep appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, hot water or alcohol; do not wash the device with soap, toothpaste or mouthwash; do not dry the device with a blow dryer; do not store in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Supplier erkodent reviewed the incident details and determined no estimation was possible. (B)(6) research team and (B)(6) conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. The patients weight is not provided when asked. Race: this information was not provided when asked. Date of event: this information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Section implant date-explant date: is not applicable as the device is manufactured by prescription not implantable.

Event description:
It was reported that the patient had a reaction to the device.